Event description:
A hydrothermablator procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately two to three minutes into ablation phase there was a fluid loss alarm (rate unk). No fluid was visualized at the cervix. The procedure resumed, and approximately eight minutes into the ablation phase there was a second fluid loss alarm (rate unk). Fluid was leaking from the cervix. The procedure was aborted and the cool down cycle was performed. Reportedly, the pt sustained a cervix burn of unk size and degree. The physician treated the burn with silvadene cream. The pt was treated with cytotec prior to the procedure. Post procedure the pt's condition was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.